Manufacturer narrative:
The na electrode lot number and expiration date were not provided.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for sodium (na) on a cobas pro ise analytical unit. Patient 1 initial result was 147.2 mmol/l. The repeat result was 139.3 mmol/l. Patient 2 initial result was 145.8 mmol/l. The repeat result was 137.2 mmol/l.

Manufacturer narrative:
The customer reported new discrepant na electrode results: on (B)(6) 2024: patient 3 the initial na result was 147.5 mmol/l. The repeat result was 139.0 mmol/l. Patient 4 the initial na result was 147.9 mmol/l. The repeat result was 139.5 mmol/l. The na electrode lot number reported for this event is 31242647 with an expiration date of 04-apr-2025. The field service engineer (fse) inspected the analyzer and adjusted the main and the gear pumps; replaced the ion-selective electrode (ise) degreaser and sipper; and cleaned the ise mixing vessel and vacuum line. He performed an ise check, calibrations, and qcs with acceptable results. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue. Based on the information provided, the cause of the event could not be determined.